Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h09g06102 with no issues noted during the manufacturing process. Root cause of the peritonitis is user error - poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse who stated that the homepatient(hp) had been hospitalized for peritonitis on (B)(6) 2011. The nurse stated the causality was touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.